Manufacturer narrative:
The details about pump stop, pump thrombus, tachycardia and pump exchange were captured under MFR# 2916596-2020-00431. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family reported that the controller started to alarm and then went "black." No lights were illuminated and none of the buttons worked. A controller exchange was performed by patient's family at home and the emergency medical services was called. Upon changing to the patient's backup controller, the controller went "black, no lights illuminated, and none of the buttons worked." The screen was completely black. Emergency medical services arrived on scene and verified that the pump was off. The patient was transported to emergency room with the controller attached to batteries. No further or additional information was provided.

Manufacturer narrative:
Section b5: the patient's backup controller is addressed in MFR # 2916596-2020-00433. Section g3: correction. Section h3: additional information. Manufacturer's investigation conclusion: incidental findings: the leds that signify whether the pump is running were observed to be dim. The reported event of the system controller unexpectedly shutting down was not confirmed. Two log files were reviewed; however, they did not contain information related to the reported system controller behavior. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. No atypical events occurred throughout all testing, and the controller operated the mock loop as intended. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users on how to properly use their system controller. Section 2, ¿how your heart pump works,¿ also instructs users on how to properly exchange the system controller. Do not attempt to exchange the system controller without having a trained, competent caregiver to assist. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.